Manufacturer narrative:
Visual inspection of the returned lens found the optic cut in two pieces. Functional testing could not be performed due to the received condition of the lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the info available, the exact cause of the reported event could not be conclusively determined.

Event description:
It was reported that the surgeon noted a flaw (unspecified defect) in the lens upon insertion into the patient's eye. The lens was cut and removed intraoperatively and a posterior capsule tear and dehiscence were noted upon lens removal. Another lens of same model was implanted successfully. This report pertains to the patient's left eye. Reference MDR#: 1119279-2014-00274 for the delivery device used during this procedure.